Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating during an operational test in the me room, it was observed that the alarm volume does not increase even after activating alarm volume escalation. The device kept operating. The device was replaced with the same model one. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6), japan. Phone: (B)(6).